Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator with a blank display. No patient involvement.

Manufacturer narrative:
Updated. The manufacturer's field service engineer stated that once the device was powered on in diagnostic mode, the system acted normally, and successfully passed performance specification testing. No repair was deemed necessary. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.

Event description:
The customer initially reported a ventilator with a blank display. The actual problem has been confirmed as diagnostic error code 1014 (post timer/ 24v failure) no patient involvement.